Manufacturer narrative:
Citation: mak m et al. Intentional fracture of the bioprosthetic valve ring during transcatheter aortic valve implantation. Kardiol pol. 2020 february; 78(4): 352-353. Doi:10.33963/kp.15208. Published online: february 21, 2020. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding an (B)(6)-year-old female patient who previously underwent implant of a 19 mm medtronic mosaic surgical aortic valve (serial number not provided). Between two and three years following mosaic implant, progressive dyspnea, heart failure symptoms, and increased mean/peak pressure gradients (38/75 mm hg) were observed. Subsequently, the patient was referred for transcatheter valve-in-valve replacement to be followed by intentional bioprosthetic valve fracture of the mosaic valve ring. A 23 mm medtronic evolut r transcatheter valve (serial number not provided) was implanted valve-in-valve inside the mosaic. Immediately following evolut r implant, echocardiography revealed a decrease in pressure gradients (maximum/mean of 23/11 mm hg). Then, a 20 mm non-medtronic balloon was dilated with pressure of 20 atmosphere until the mosaic valve ring cracked. After the procedure, echocardiography detected a maximum/mean pressure gradient of 17/8 mm hg. The patient was transferred to the post-operative care unit in good condition and was discharged five days later with notable improvement of her heart failure symptoms. No additional adverse patient effects or product performance issues were reported.